Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after being lost to follow-up since (B)(6) 2017. The device was interrogated, and the battery appeared to have prematurely depleted. The device was unable to test capture thresholds, but sensing and impedance testing were able to be performed, revealing abnormal atrial sensing measurements. The device was removed and replaced on (B)(6) 2019. The new device was tested and atrial sensing measurements were normal. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.